Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the lcd was not working on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One level 1 hotline low flow system was received, with normal wear and tear visual condition. The reservoir was filled with water, a disposable was attached, the line cord was plugged in and the device was switched on to perform safety/electrical test. It was discovered, that the device was leaking from the water tank cover. The cause of the issue was unable to be determined. And the water tank cover will be replaced.